Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown symptoms. It was reported that the patient¿s ins was defective. The ins was reported to have become defective in (B)(6) 2017. The ins was replaced on (B)(6) 2017. The hcp reported that the cause of the defective ins was not determined, but they plan on sending it into the manufacturer for analysis. The patient was reported to have been intermittent strong tingling in the hand and face. The issue is reported to have been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins s/n (B)(4). The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {} electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. The information obtained from the ins upon receipt indicated the device had reached eri (elective replacement indicator). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.